Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that they were having vibrating spasms where the wires were in their back that started about a week ago and was getting worse. The patient called back and said they were experiencing vibration/shocking not over the stimulator but where the wires were in the middle of the spine. They were not feeling the stimulation where it normally was. They had not had any falls or accidents. They said they did not change the program since a little over two weeks ago. The issue started a week ago, but today it was really intense. The patient said they were standing weird and they thought it might have caused it. The agent suggested they could try decreasing stimulation or changing programs. If that didn't resolve the issue, the agent said they needed to follow up with healthcare provider (hcp).